Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was vibrating. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.